Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "the incarcerated bowel was noted and dissected free from all sides. A ventralex mesh was folded and inserted it through the defect. Then pulled it in position and sutured." (B)(6) 2015 - patient was diagnosed with lesion in ascending colon, one piece was removed with perforation. Three hemostatic clips were placed in closing perforation. (B)(6) 2015 - patient was diagnosed with perforated colonic adenoma and umbilical hernia thereby underwent laparoscopic right hemicolectomy and explant of mesh. Per operative notes, "isolated loop of small bowel was incorporated into the mesh. The mesh was dissected circumferentially with the bowel which could not be separated. Right hemicolectomy was performed." Attorney alleged that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, mesh migration, mesh shrinkage, other organ perforation, pain, hernia recurrence, ring break and emotional injuries. It is also alleged that the mesh had an isolated loop of mid jejunum which appeared to have been stitched into the mesh itself, small bowel incorporated into the mesh, segmental bowel resection required because mesh could not be removed from the small bowel.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 6 months post implant of ventralex mesh, patient was diagnosed with bowel perforation, adhesions, hemorrhage and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Note, the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.